Manufacturer narrative:
Concomitant medical products: 7122 lead, implanted: (B)(6) 2010. 4196-78 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a (B)(6) infection. It was noted one of the leads had eroded through the skin. No further patient complications have been reported as a result of this event.